Event description:
Country of complaint: (B)(6). The needle detached from the thread.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation on-going at manufacturing site.